Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The history of gi bleeding was not previously reported to the manufacturer. The referenced hemolysis was reported under medwatch MFR report #xxxxxxx. The referenced pump exchange was reported under medwatch MFR report# 2916596-2015-01898. The referenced stroke was reported under medwatch MFR report #xxxxxxx. (B)(4). Approximate age of device - 1 year, 6 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has had a complicated bleeding / clotting course with a history of upper gastrointestinal bleeding. No specific details regarding the previous gi bleeding history were provided. During an admission for elevated hemolysis markers, an upper endoscopy was performed on an unspecified date that revealed multiple areas of superficial erosion in the stomach and duodenum. The patient's prior therapy was continued including a home proton pump inhibitor twice daily and sucralfate. Helicobacter pylori serologies were negative. In the absence of active bleeding, the vad clinicians felt comfortable adding ticagrelor to the patient¿s home regimen despite the history of gi bleeding. Ticagrelor was reportedly chosen due to its platelet reversibility. Due to a history of microcytic anemia, the patient also received 2 doses of IV iron. The patient was discharged on warfarin and ticagrelor was and unspecified chronic conditions were managed with home medications. No additional information was provided.